Event description:
Caller reported that a cartridge alarm occurred with the pump, prompting a concern. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump and advised the caller to use manual daily injections as a backup therapy. The replacement pump was dispatched, and the caller was informed that it would have updated software. The caller was instructed on returning the faulty pump and updating the replacement pump settings, and they acknowledged all instructions.